Event description:
During a follow-up, upon interrogation, low pacing impedance, no capture, and no sensing on the right ventricular (rv) lead was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual analysis revealed a break and a compression in the insulation of the lead consistent with clavicle crush damage. All lumens were breached due to clavicle crush force noted on the outer cable coating of the one ring electrode cable. The liner of the inner coil was also damaged due to clavicle crush force exposing the inner coil. The cause of the reported events was isolated to the damaged cable coating of the ring electrode conductor and the damaged liner exposing the inner coil consistent with clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital following appropriate high voltage (hv) therapy. Upon interrogation, low pacing impedance on the right ventricular (rv) lead was noted. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.